Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor power supply voltage error detected and this was measured before each single insulin pump stroke and then continually measured periodically during the entire motor driving period alarm occurred two times. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was assisted with performing displacement test and the test results was passed however the replace battery now alarm came up right after receiving the no reservoir detected alarm and the 7th time receiving the alarm and continued to replace battery now alarm. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. Device received with normal operating currents, no unexpected low battery alarms noted during testing. No unexpected replace battery now alarms, or power loss alarms noted during testing. No motor power supply voltage error detected alarms noted during testing.